Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
The patient reported experiencing issues while using the infusion sets. The patient stated the needle did not look as if it inserted into the body properly and the cannula looked kinked after removal. The patient reported experiencing several occlusion errors. The issues occurred within a few hours after insertion. The patient did not require treatment from a health care professional or second party to address the issue. The product was not available to be returned for evaluation.